Event description:
Discrepant centaur xp multiple assay results were obtained. Upon repeat corrected results were sent out. There was no report of adverse health consequences, due to the discrepant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was the malfunction of the r1 heater coil, acid and base pumps. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.